Event description:
It was reported that a ventilator failure occurred during use of the device. This did reportedly not lead to consequences for the patient.

Manufacturer narrative:
A dräger service engineer has examined the device on-site and could confirm the reported behavior - the device did not pass the ventilator section of the self-test that was run in follow-up of the event. It was found that the motor itself was worn requiring replacement. The log file records indicate that the concerned surgical procedure was started in manual ventilation first and that the motor encoder check error occurred a few minutes after switchover to automatic ventilation. Automatic ventilation was shut-down and a corresponding alarm was posted. The device was used further for more than 30 minutes in man/spont - the operator obviously decided to ventilate the patient manually towards the end of the procedure. The motor encoder check error is attributed to wear-and-tear related abrasion of the collector disc which obviously had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. As confirmed for the particular case, manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 15 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. It was necessary to exchange further parts to put back the device into fully operable state.